Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a review of log files, it was observed that this device exhibited an issue with the write permanent buffer command, due to telemetry corruption. The programmer command to turn therapy on was not properly applied to the device in the first session. When the next session at implant was started, therapy was still off, but was resolved within the 2nd session. The issue occurred during the implant procedure, where final programming was verified at the end of the procedure. This was not noticeable to the physician, and had no impact on the patient.